Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler of a clearlink system solution set with duo-vent spike was cracked. This was noticed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted a cracked male luer. The reported condition was verified. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.